Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event and limited information was provided. The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined; however, the use of incorrect size of tube set could have caused or contributed to the reported event. The instruction manual provides several warnings in an attempt to prevent this type of patient outcome. ¿over-insufflating the lumen may cause patient pain, injury, bleeding, gas embolism and/or perforation. The operator of the endoscopic co2 regulation unit must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual, therefore, does not explain or discuss clinical endoscopic procedures. It only describes basic operation and precautions related to the operation of the endoscopic co2 regulation unit. Check the gas tube ID on the tag and confirm that the gas tube matches the selected flow rate.

Event description:
Olympus was informed that during an unspecified procedure using an insufflator pump, the patient experienced bleeding due to over insufflation. It is not known if the patient required treatment or if the intended procedure was completed. In addition, the user facility reported that the incorrect tube set size was used during the procedure. The user facility also reported that it is believed that the patient¿s outcome was due to a user error by the surgeon and not an issue with the equipment.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fcx to hif.